Event description:
It was reported that this right ventricular (rv) lead set screw was not operating normally and the torque wrench would just spin the set screw in the socket. They remained with the procedure without cutting the header or lead. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating the physician was able to use recommended techniques to free the lead from the header. The device which was explanted in the procedure due to normal battery depletion is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead set screw was not operating normally and the torque wrench would just spin the set screw in the socket. They remained with the procedure without cutting the header or lead. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating the physician was able to use recommended techniques to free the lead from the header. The device which was explanted in the procedure due to normal battery depletion is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead set screw was not operating normally and the torque wrench would just spin the set screw in the socket. They remained with the procedure without cutting the header or lead. The lead remains in service. No adverse patient effects were reported.